Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: unknown side rupture.

Event description:
Physician reported unknown side "rupture". The device remains implanted.